Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): over delivery, most likely due to incorrect concentration programming.

Manufacturer narrative:
(B)(4). Note: an error occurred during submission this report, 2 acknowledgements were received therefore this report re-submitted. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): over delivery, most likely due to incorrect concentration programming.